Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('within the myometrium, extending from the cornua are two metallic coils') in an adult female patient who had essure (batch no. 628144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary tract infection, pelvic pain, abdominal cramps, vaginal ulceration, (B)(6), malaise, difficulty sleeping, vaginal odour, bacterial vaginosis, pid pelvic inflammatory disease, (B)(6) test (b(6), endometritis, pregnancy, elective abortion, headache, ovarian cyst, gestational diabetes, vaginal haemorrhage and anemia. Previously administered products included for an unreported indication: ortho evra. Concurrent conditions included vaginal discharge, bacterial vaginosis, loss of energy, vaginal yeast infection, breast lump, lower abdominal pain, dysuria, vaginal disorder, headache, toothache, menometrorrhagia, benign polyp of uterus, vulvovaginal candidiasis, vaginal itching, urinary urgency, cystitis, endometrial polyp, constipation, bloating, hemorrhoids, low back pain, uterine bleeding, uterine fibroids, polypectomy, bowel resection and obesity. Concomitant products included fluoxetine hydrochloride (prozac), mestranol;norethisterone (ortho novum) since 2005 to (B)(6) 2009, metronidazole (flagyl 250), metronidazole (metrogel), nsaids since (B)(6) 2009, paracetamol (acetaminophen) since (B)(6) 2009 and tamoxifen. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), fatigue ("fatigue"), vaginal infection ("infection (bladder/urinary tract/vaginal): vaginal"), urinary tract infection ("uti"), migraine ("migraines/headaches") and abdominal pain ("pain abdominal area") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, vaginal haemorrhage, menorrhagia, fatigue, vaginal infection, urinary tract infection, migraine, depression, anxiety and weight increased outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, embedded device, fatigue, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2009, (B)(6) 2009 previously it was mentioned that essure device was successfully occluded, now the plaintiff states that no essure confirmation test was performed. Left tube - 0 coils from the left, however the device was visible on the left. Indications: it was difficult to cannulate the right side and was noticed the sheath surrounding the essure device was damaged. This device was removed, devices set aside and new equipment used with new log of essure device diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2014: findings: chronic osteitis pubis.. Computerised tomogram pelvis - on (B)(6) 2014: impression: likely fibroid uterus. Cytology - on (B)(6) 2014: (B)(6). Atypical squamous cells of undetermined significance. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2012: diagnosis: invasive ductal carcinoma grade 1. Tumor size 1cm. Estrogen receptor positive. Progesterone receptor positive. Her 1 negative.; on (B)(6) 2014: cytopathology low grade squamous intraepithelial lesion (cin 1/mild dysplasia); on(B)(6) 2016: diagnosis: bilateral fallopian tubes, uterus and cervix, hysterosalpingectomy: unremarkable cervix. Benign proliferative pattern endometrium. Leiomyomata. Unremarkable fallopian tubes.. Ultrasound pelvis - on (B)(6)2013: impression: probable left hemorrhagic ovarian cyst.; on (B)(6) 2015: impression: small sub centimeter intramural fibroid. Endometrial stripe is 7mm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal infection, fatigue, depression, urinary tract infection, pelvic pain, weight gain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 28-aug-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('within the myometrium, extending from the cornua are two metallic coils') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 628144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary tract infection, pelvic pain, abdominal cramps, vaginal ulceration, (B)(6), malaise, difficulty sleeping, vaginal odour, bacterial vaginosis, pid pelvic inflammatory disease, (B)(6), endometritis, pregnancy, elective abortion, headache, ovarian cyst, gestational diabetes, vaginal haemorrhage and anemia. Previously administered products included for an unreported indication: ortho evra. Concurrent conditions included vaginal discharge, bacterial vaginosis, loss of energy, vaginal yeast infection, breast lump, lower abdominal pain, dysuria, vaginal disorder, headache, toothache, menometrorrhagia, benign polyp of uterus, vulvovaginal candidiasis, vaginal itching, urinary urgency, cystitis, endometrial polyp, constipation, bloating, hemorrhoids, low back pain, uterine bleeding, uterine fibroids, polypectomy, bowel resection and obesity. Concomitant products included fluoxetine hydrochloride (prozac), mestranol;norethisterone (ortho novum) since 2005 to (B)(6) 2009, metronidazole (flagyl 250), metronidazole (metrogel), nsaids since (B)(6) 2009, paracetamol (acetaminophen) since (B)(6) 2009 and tamoxifen. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("physical pain/pelvic pain/chronic"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), fatigue ("fatigue"), vaginal infection ("infection (bladder/urinary tract/vaginal): vaginal/vaginal infection"), urinary tract infection ("uti/urinary problems. Uti"), migraine ("migraines/headaches") and abdominal pain ("pain abdominal area/abdominal pain") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total laparoscopic hysterectomy(full), bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the embedded device, vaginal haemorrhage, menorrhagia, fatigue, migraine, depression, anxiety and weight increased outcome was unknown and the pelvic pain, genital haemorrhage, vaginal infection, urinary tract infection, abdominal pain, back pain and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, embedded device, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2009, (B)(6) 2009 previously it was mentioned that essure device was successfully occluded, now the plaintiff states that no essure confirmation test was performed. Left tube - 0 coils from the left, however the device was visible on the left. Indications: it was difficult to cannulate the right side and was noticed the sheath surrounding the essure device was damaged. This device was removed, devices set aside and new equipment used with new log of essure device patient received treatment for- pain, bleeding and bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2014: findings: chronic osteitis pubis.. Computerised tomogram pelvis - on (B)(6) 2014: impression: likely fibroid uterus. Cytology - on (B)(6) 2014: (B)(6). Atypical squamous cells of undetermined significance. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2012: diagnosis: invasive ductal carcinoma grade 1. Tumor size 1cm. Estrogen receptor positive. Progesterone receptor positive. Her 1 negative.; on (B)(6) 2014: cytopathology low grade squamous intraepithelial lesion (cin 1/mild dysplasia); on (B)(6) 2016: diagnosis: bilateral fallopian tubes, uterus and cervix, hysterosalpingectomy: unremarkable cervix. Benign proliferative pattern endometrium. Leiomyomata. Unremarkable fallopian tubes.. Ultrasound pelvis - on (B)(6) 2013: impression: probable left hemorrhagic ovarian cyst.; on (B)(6) 2015: impression: small subcentimeter intramural fibroid. Endometrial stripe is 7mm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal infection, fatigue, depression, urinary tract infection, pelvic pain, weight gain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: event was added- general abnormal bleeding, back pain and vaginal. Discharge. Event outcome was added- pain, bleeding and bladder/urinary was resolved. Product indication was updated we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('within the myometrium, extending from the cornua are two metallic coils') in a female patient who had essure (batch no. 628144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary tract infection, pelvic pain, abdominal cramps, vaginal ulceration, (B)(6), malaise, difficulty sleeping, vaginal odour, bacterial vaginosis, pid pelvic inflammatory disease, (B)(6) test (B)(6), endometritis, pregnancy, elective abortion, headache, ovarian cyst, gestational diabetes, vaginal haemorrhage and anemia. Previously administered products included for an unreported indication: ortho evra. Concurrent conditions included vaginal discharge, bacterial vaginosis, loss of energy, vaginal yeast infection, breast lump, lower abdominal pain, dysuria, vaginal disorder, headache, toothache, menometrorrhagia, benign polyp of uterus, vulvovaginal candidiasis, vaginal itching, urinary urgency, cystitis, endometrial polyp, constipation, bloating, hemorrhoids, low back pain, uterine bleeding, uterine fibroids, polypectomy, bowel resection and obesity. Concomitant products included fluoxetine hydrochloride (prozac), mestranol; norethisterone (ortho novum) since 2005 to (B)(6) 2009, metronidazole (flagyl 250), metronidazole (metrogel), nsaids since (B)(6) 2009, paracetamol (acetaminophen) since (B)(6) 2009 and tamoxifen. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), fatigue ("fatigue"), vaginal infection ("infection (bladder/urinary tract/vaginal): vaginal"), urinary tract infection ("uti"), migraine ("migraines/headaches") and abdominal pain ("pain abdominal area") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, vaginal haemorrhage, menorrhagia, fatigue, vaginal infection, urinary tract infection, migraine, depression, anxiety and weight increased outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, embedded device, fatigue, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2009, (B)(6) 2009 previously it was mentioned that essure device was successfully occluded, now the plaintiff states that no essure confirmation test was performed. Left tube - 0 coils from the left, however the device was visible on the left. Indications: it was difficult to cannulate the right side and was noticed the sheath surrounding the essure device was damaged. This device was removed, devices set aside and new equipment used with new log of essure device. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray on (B)(6) 2014: findings: chronic osteitis pubis. Computerised tomogram pelvis on (B)(6) 2014: impression: likely fibroid uterus. Cytology on (B)(6) 2014: (B)(6). Atypical squamous cells of undetermined significance. Hysterosalpingogram on an unknown date: essure device was successfully occluded. Pathology test on (B)(6) 2012: diagnosis: invasive ductal carcinoma grade 1. Tumor size 1cm. Estrogen receptor positive. Progesterone receptor positive. Her 1 negative.; on (B)(6) 2014: cytopathology low grade squamous intraepithelial lesion (cin 1/mild dysplasia); on (B)(6) 2016: diagnosis: bilateral fallopian tubes, uterus and cervix, hysterosalpingectomy: unremarkable cervix. Benign proliferative pattern endometrium. Leiomyomata. Unremarkable fallopian tubes. Ultrasound pelvis on (B)(6) 2013: impression: probable left hemorrhagic ovarian cyst.; on (B)(6) 2015: impression: small subcentimeter intramural fibroid. Endometrial stripe is 7mm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal infection, fatigue, depression, urinary tract infection, pelvic pain, weight gain, menorrhagia. Most recent follow-up information incorporated above includes: on 13-aug-2019: pfs & medical record received: lot number added. New events - abnormal bleeding (vaginal, menorrhagia), fatigue, infection (bladder/urinary tract/vaginal): vaginal/uti,migraines/headaches, pain, psychological or psychiatric problems: depression and mental anguish, weight gain were added. Event added from medical record - within the myometrium, extending from the cornua are two metallic coils. Outcome of event pain was updated to recovering/resolving. Reporter¿s information, patient demography, medical history, concomitant condition, lab data, historical drug, concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.